Event description:
Related manufacturer report number: 1627487-2022-04559, 1627487-2022-04560, and 1627487-2022-04561. It was reported that two of the patient's leads had migrated and one was fractured. As a result, the patient underwent surgical intervention to revise the leads. During the revision, one of the leads was dislodged. As a result, all four leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.